Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) of 50 mg/dl during the call but noted that levels were already improving. The user announced lunch and corrected the low by eating carbohydrates and one glucose tablet. No additional assistance was required. The lowest blood glucose (bg) recorded was 50 mg/dl. Bg was corrected by eating carbohydrates and one glucose tablet. The user reported shaking, sweating, and tongue numbness during the event. No medical intervention was required at the time of call.